Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a removal of old mesh form previous hernia repair and incisional hernia repair with mesh. She had revision surgery- the documentation did not give a time line. The patient experienced claimant has had a revision, or a physician has recommended surgical intervention.